Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient was seen again in the clinic for additional testing. The pacing threshold and impedance measurements were checked in all vectors and one was found that yielded normal, in-range measurements. The device was reprogrammed. No adverse patient effects were reported. Both the lv lead and device remain implanted and in service.

Manufacturer narrative:
No additional information is available. Once any further information does become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a high out of range pacing impedance measurement on the left ventricular (lv) lead. It was then reported as an alert to the health care professional (hcp) through the patient's remote monitoring system. The hcp reported that the pacing impedance measurements have been high and out of range since (B)(6). A lead revision was performed as a result to reposition the lv lead. The hcp went into the website and the actual lead measurement was not present, only the alert. Boston scientific technical services (ts) was contacted and discussed that the crt-d did detect an out of range pacing impedance measurement but because two measurements were taken within a 24 hour period, only the first measurement was overwritten and only the second measurement was sent from the remote monitoring system. The hcp was to discuss with the physician this information. No additional adverse patient effects were reported. The crt-d and lv lead remain implanted and in service.